Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer recently had a blood glucose level of 40 mg/dl. Caller did not believe that the insulin pump was malfunctioning. The device was not replaced or returned for analysis.